Event description:
It has been reported to philips that the monitor displayed a message as 'monitoring interrupt then performing self test. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.

Manufacturer narrative:
Updated evaluation result code grid and conclusion code grid to reflect the investigation outcome reported under 3003832357-2023-00762.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer and bench engineer, and has been investigated by the philips complaint handling team. Philips received a complaint on the (B)(4) (tempus pro patient monitor) indicating that the device displayed message 'monitoring interrupt' & then 'performing self test' while it was in clinical use & monitoring a patient during transport. Through the gfe philips received the confirmation that there was no serious injury or death. The complaint was escalated for technical investigation. The technician confirmed that the unit was fitted to smart mount, when issue occurred. The unit was physically undamaged & in good condition. Logs were read, and the results indicate that the issue is with the mount causing connect/disconnect problems. There is no solution to this problem but it is being investigated. The customer was advised to place the device in the mount but connect the charging cable directly to the device rather than the mount. Based on the information available and the testing conducted, the cause of the reported problem was mount. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. While no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Updated component code grid, conclusion code grid and event date to reflect the investigation outcome reported under 3003832357-2023-00762.